Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as this component did not cause serious injury and this malfunction has not caused serious injury in the past.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the valgus guide seemed to toggle a bit and would not hold the degree options. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: (B)(6). Date received- jun 8, 2017. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.